Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a neurostimulator in her spine to help with bladder control and pain. Patient's physician was in (B)(6), but lived closer to (B)(6) area so was handed over to a rep in the area. Patient reported that patient's device was not working. Patient reported living their life in pain (7 out of 10 on a pain scale) and most times it was so intense that the patient couldn't sleep, which of course makes everything 10x worse. Patient reported being a stay-at-home mom caring for a very busy (B)(6) and was limited in being able to play with her due to the pain. Patient reported wanting to get my pain down to a 4-5. And was wondering how we could remedy this. Patient reported having contacted the physician regarding this. No further symptoms or complications reported.

Manufacturer narrative:
Correction: notified date should be (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.